Event description:
A new bag of heparin 25,000 units/500ml was started on (B)(6) 2012 at approx 21:30 (the pump may be behind 1 hour due to day-light savings time) at 31 ml/hr. Approx 2 hours and 45 mins later the nurse noticed that the bag was nearly empty. At 31 ml/hr, the bag should have lasted over 16 hours. No leakage noted. The pt did have an elevated antixa level and did require a few additional lab draws due to the event. The levels were as follows: (B)(6) 2012 at 0750 = 0.43; (B)(6) 2012 at 0142 = 1.10 and the heparin was stopped. On (B)(6) 2012 at 0908 = 0.41 and the heparin was restarted. The heparin was set-up as a primary infusion. The event occurred in the ICU. Customer stated that no additional event or pt info is available.

Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed.